Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during a patient code, the battery in the heartstart xl was so low that it could not be used. The device had been plugged into the wall prior to the event and was plugged back in to successfully deliver therapy. There was no adverse patient impact.